Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately six months after date of implant. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 5162765, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 3072636, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7059754, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number:5158428, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, serial number: na, batch/lot number:24068771, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection at the incision site and it never healed properly. The patient underwent a spinal cord stimulation (scs) system explant procedure.